Event description:
Per provider, the unit is alarming with low o2. Indication is that ieve bed filters (bottom) are not seated properly allowing sieve material to become pulverized and bypass filter. (B)(4).